Event description:
It was reported that the customer's blood glucose was running high at 313 mg/dl and during troubleshooting air bubbles were found in the tubing. The customer stated the air in the tubing was two very small bubbles. Insulin exited the tubing and no leaks were found. Alarm and bolus history yielded no significant findings and the settings were all correct. The high pressure test was performed and passed. The infusion set cannula was neither bent nor occluded. Customer advised to change the entire site, set, and reservoir. Nothing further reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).